Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient experienced an electrical storm and was inappropriately shocked 70 times due to lead dislodgement. In the storm the patient also was externally shocked. There was a lead revision, but its unclear of the status of the lead.